Manufacturer narrative:
H6: investigation summary no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. A device history review could not be completed as no batch number was provided. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. See h.10.

Event description:
It was reported that the unspecified bd integra retracting syringe experienced a premature needle retraction resulting in the patient receiving less than their required dose. It has not been specified whether a corrective dose or other form of medical intervention/correction was provided as a result. Material no. Unknown batch no. Unknown on monday, 11/2/2020, we had an issue with a bd retracting syringe with a 25 guage 1" needle. When administering a medication, the plunger did not go all the way to the end and the needle did not retract before the end was pushed all the way down resulting in less than the whole dose being administered to the patient. I don't have the lot number for the syringe as it was disposed of in the trash can prior to knowing that there was an issue.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information, we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown; device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause, with no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the unspecified bd integra retracting syringe experienced a premature needle retraction resulting in the patient receiving less than their required dose. It has not been specified whether a corrective dose or other form of medical intervention/correction was provided as a result. Material no. Unknown; batch no. Unknown. On monday, (B)(6) 2020, we had an issue with a bd retracting syringe with a 25 guage 1" needle. When administering a medication, the plunger did not go all the way to the end, and the needle did not retract before the end was pushed all the way down resulting in less than the whole dose being administered to the patient. I don't have the lot number for the syringe as it was disposed of in the trash can prior to knowing that there was an issue.